Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging obtaining an inaccurate low control solution result. The reporter was unable to give exact readings. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.